Event description:
It was reported that the patient alert feature was not able to be heard. The device is still in use. No patient complications have been reported as a result of this event. It was further reported that the device reached elective replacment indicator and was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient alert feature was not able to be heard. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.